Manufacturer narrative:
Concomitant medical products: 4195 lead, implanted (B)(6) 2011.

Event description:
It was reported that telemetry could not be established with the cardiac resynchronization therapy defibrillator (crt-d) to send a remote monitor transmission. Follow up concluded that the patient had not been seen since the time of the report. The device remains in use. No patient complications have been reported as a result of this event.